Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable system exhibited loss of capture (loc) when the programmer touch screen became unresponsive during a threshold test. The unresponsive/frozen screen was reproducible after restarting the programmer. This implantable device remains in service. Unspecified patient effects were reported.